Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a filter leak from a small hole in the vent while infusing tpn at an unspecified rate. The patient had a broviac catheter in placed in the left chest wall and noted the filter was leaking while the patient was in bed; however he had been out of bed an active most of the day. While out of bed the device was above the patient heart and when in bed the device was at an accurate level. Based on the leak a sterile line change was done to replace the bi-fuse extension set.